Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a patient experienced decreased visual acuity in right eye (od) several years after intraocular lens (iol) implantation. The patient described that symptoms had been happening for months/a year, at all times regardless of light conditions. At examination, diffuse changes within the iol were observed, described as fine and dense dots decreasing lens transparency across the entire lens body.

Manufacturer narrative:
One slit lamp image showing multiple light scattering artifacts/ microvacuoles apparently located in the iol body. Mild whitening of the remnant ant capsule is also observed. Observations may be compatible with ant capsule opacification and glistenings. The root cause for the reported complaint could not be determined. No determination could be made from the photo provided by the customer. Based on the results from the product and batch history record, the product met release criteria. Based on the results from the product and batch history record, the product met release criteria. (B)(4).